Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly, display anomaly and no delivery alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was not performed. Customer advised insulin squirted out during the manual prime process, the patient was unable to see the display screen when they went outside, they had multiple no delivery alarms and the battery would only last two weeks. Customer disconnected the line without troubleshooting. The insulin pump will not be returned for analysis.